Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19feb2019. The customer was advised to replace the flow sensor assembly with a new one and was provided with part number for the sensor. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator fails the air flow test. The customer replaced the flow sensor assembly with a previously used one and then the ventilator failed the o2 accuracy test. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
MFR site: updated contact name. Information was received that the customer replaced the flow sensor to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.